Event description:
A customer contacted baxter's technical service center reporting that the white colored part at the tip of the patient line (patient connector) had inadvertently come loose and separated from the clear patient line. The home patient (hp) stated that he closed the transfer set right away, but was unable to open the homechoice (hc) door to start over with new supplies. The technical service representative (tsr) assisted the hp end therapy. The tsr verified that no alarms were received. The tsr advised the hp to contact the peritoneal dialysis nurse and inform of the disconnection. The hp would start over with new supplies. During a follow up with the hp regarding the separation, the hp confirmed that he had not used any excessive force while handling it. Per hp, this event occurred while he was connected to the hc machine during the first cycle (unknown step). The hp stated that he is doing fine and continuing therapy without issues. Per hp, he had used-up all the cassettes from that box, and had no issues while using the other cassettes from the same lot. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
Pt was revised to address tibial and femoral loosening at the cement/implant interface. Poly wear and osteolysis was also reported.

Manufacturer narrative:
(B)(4). This complaint for a disconnection between the patient line and patient line connector was not confirmed in the lab due to a lack of sample. A batch review was conducted on the associated lot (h10f24021) and no issues were found related to the reported condition during the manufacture of the lot. The patient stated that he did not use any excessive force while handling it. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.